Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received a shocked due to afib with rapid ventricular response. Low impedance was observed and device detected possible output circuit damage. Both device and lead were replaced. There were no adverse consequences for the patient.